Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer replaced the oxygen (o2) sensor with a third party product and the ventilator would not pass calibration. The tse recommended replacing it for a covidien o2 sensor and then calibrate the ventilator. The customer reported they followed the tses suggestion and the ventilator passed calibration.

Event description:
It was reported that, during set-up, a ventilator failed the oxygen (o2) sensor cell calibration. There was no patient involvement.